Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq(B)(4).

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on home choice (hc) during dwell. The technical service representative (tsr) informed the home patient (hp) to end therapy and start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011. Per the hp, he did not disconnect at any point during therapy when he got the alarm. The hp stated he discarded the supplies and the lot number was not known. Product surveillance advised to notify the nurse of the alarm. The hp stated he resumed therapy using new supplies without any problems. No patient injury or medical intervention was reported.